Event description:
It was reported that during implant the right ventricular lead exhibited high pacing thresholds and under sensing, the lead helix could not be fully extended. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.